Event description:
Customer reported the on and off switch is not easy to maneuver. The issue was discovered during setup, but the date is unknown. No pt incident or injury was reported.

Manufacturer narrative:
Results: evaluation confirmed the reported issue and revealed that the on/off switch cannot be moved to the on position. Although, the unit is stuck on the off position, it powers up with new batteries. Unit remained on, but turned off when an attempt was made to move the power switch to the on position. Afterwards the unit powers on and off on its own. The unit on/off switch is scuffed. (B)(4).